Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle on the monitor case was damaged. The cause of the damaged receptacle is excessive force placed at the receptacle while an electrode belt was attached. Root cause investigation is underway an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device had exposed wires.